Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone on the jaws was incomplete ¿ not fully wrapped around the jaw(s). The patient wasn¿t in the room when the kit was opened. It was noticed when opening up the device for the case. It never touched the patient. Another kit was opened to successfully complete the procedure. No procedural delay. No patient contact. Per photo provided be the complainant, it is observed that the silicone on the jaw has partially peeled off one side. There is no blood observed on the device. Related to tw (B)(4).

Manufacturer narrative:
Tw ID#(B)(4) . The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(6).

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 07/16/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the clear intact silicone insulation on the jaw observed in the photograph. An investigation was conducted on 07/31/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact with no visual defects observed. Based on the returned condition of the device as well as the photographic evaluation, the reported failure "peeled; delaminated; jaw" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The DHR shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot #3000394750 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a